Manufacturer narrative:
The investigation into the optical signal issue has been completed. The impella pump was returned for investigation. The log confirmed the placement signal not reliable alarm. A visual inspection of the pump did not reveal any abnormalities. The pump was attached to an automated impella controller (aic) and the five signal parameters (5s) were tested and found to be out of the normal range. The placement signal not reliable alarm was also reproduced on the aic. The sensor was then removed from the pump and imaged. The visual of the sensor along with the 5s parameters fit the typical presentation of a damaged sensor. The cause of the optical signal issue was a damaged sensor. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was placed without issues, then approximately five minutes later there was an alarm for loss of optical signal during support. Reportedly the physician decided to remove the impella due to not being able to monitor the need to escalate or wean the pump. The device was explanted and replaced with a new impella cp.